Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported one day post implant of the implantable pulse generator (ipg) system the ra lead exhibited a high undefined lead impedance warning. On the same day the patient had a repositioning procedure. It was noted that the right ventricular (rv) lead exhibited micro-dislodgement and undersensing. Chest x-ray showed the rv lead had pulled back and the implantable pulse generator (ipg) had dropped in the pocket. The rv lead and ipg were repositioned. During repositioning it was noted that the sucture on the ipg pulled out from tissue and had to resecured in different part of the muscle. The ipg system remains in use. No patient complications have been reported as a result of this event.